Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and right ventricular pacemaker leads exhibited lead noise anomaly. The patient then underwent a lead revision procedure on (B)(6) 2020. During the attempt to extract the right ventricular lead, the distal portion of the lead separated from the proximal portion. The distal portion remained implanted while both leads were replaced successfully. The patient was reported to be in stable condition. Related manufacturer reference number: 2017865-2020-00263.